Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient started experiencing ineffective therapy and was unable to communicate with their ipg following a fall. Troubleshooting did not resolve the issue. The ipg is inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. Per event details, the patient slipped and fell on their ipg. The ipg no longer communicated following the accident. The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on (B)(6) 2022, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed.